Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 18th february 2015. The returned pad-pak DHR was investigated showing it was 1 of (B)(4) pad-pak¿s manufactured under lot a2057, 181 of which were sent to htm medico between the 17th february 2015 and the 20th february 2015. All pad-pak¿s were subjected to a battery voltage test with no recorded fails. The device was returned with the reported fault ¿red status indicator flashing¿. Information from the history log shows the device failed the weekly auto self-test due to a low battery on the (B)(6) 2018. The device would have emitted a flashing red status led and failure chirp as per the reported fault. This would also have accounted for the notable fluctuations in voltage observed in the history log. The above report has shown that under load, the voltage fluctuation across the -ve battery terminal pogo-pin was reduced enough to potentially cause the device to give the low battery fail detailed in the report. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator flashing. There was no patient involved in this event.